Event description:
Information received from the field does not address the patient's clinical status but notes that the stored egms indicated oversensing of noise on the ventricular lead. Clavicular crush was also noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received